Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "suture is resorbing too fast"? Suture absopted within 2 to 3 days confirm the total qty of sutures involved with the reported issue? Were all 5 sutures reported to have issue used on same patient/single procedure? Yes

Event description:
It was reported that a patient underwent a testicular biopsy procedure in 2018 and a suture was used. After the testicular biopsy, the suture is reabsorbing too fast (after 2-3 days). There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/28/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-76745, 2210968-2018-76785, 2210968-2018-76786, 2210968-2018-76787, and 2210968-2018-76788. Analysis results have been included in follow-up reports for each. An opened box with twenty-nine unopened samples of product were returned for analysis. The issue sample was not received for evaluation. Thirteen representative samples were examined for visual defects. The packets were opened and during the visual inspection, the sutures were correctly placed on the winding formers, the sutures were dispensed without problems and examined along the strands with no defects or damages observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, the assignable cause of the rapid absorption of suture cannot be determined since no defects were observed on the packets or the sutures.